Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Reportedly, customer suspected that the pump delivered an incorrect amount of insulin. Customer drank juice to treat low bg. Reportedly, the customer had programmed the basal rate settings on the tandem pump based off of the settings on a non-tandem pump. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding pump settings as pump was functioning properly based on the current settings.